Event description:
This is filed to report the clip opened while locked. It was reported that the mitraclip procedure was to treat functional mitral regurgitation with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, the clip opened approximately 90 degrees. Two more clips were implanted to stabilize the first clip. Mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The clip delivery system (cds) was returned for analysis. All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment due to the returned condition of the device (clip was not returned). However, visual inspection of the internal components of the cds (actuator coupler and l-lock tabs) under keyence microscope did not identify any issues that would have contributed to the reported unintended movement associated with clip opened while locked. A review of manufacturing records confirmed that the cds met all in process and final acceptance activities, which includes verification of clip functionality. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Additionally, the imaging provided by the account was further reviewed by an abbott clinical engineer. The reviewer noted that ¿five (5) fluoroscopic videos were provided. Three (3) videos show only one cds in view, with no other clips implanted indicating the videos are of the reported cds, which was the first cds used during the procedure. In one video, the reported clip is attached to the delivery catheter (dc) and appears to be at a clip arm angle of ~60° - 120°. It is unclear if deployment maneuvers have commenced at the time of the video. In the second video, the clip is deployed and can be seen detaching from l-lock shaft and the dc is retracted; these maneuvers align with the instructions for use. The clip arm angle appears to have remained unchanged from the first video, and at a clip arm angle of ~60° - 120°. The third video of the reported device shows the dc fully retracted with the radiopaque tip ring against the steerable sleeve soft tip. The clip is fully deployed and appears to be at a clip arm angle of ~90° which aligns with the reported incident details that the post deployment clip arm angle was ~90°. However, based on the cine provided, a change in clip arm angle between pre and post deployment cannot be confirmed. As mentioned, the first video shows the clip still fully attached to the dc and at an arm angle of ~60° - 120°. It is unclear if the clip was intentionally deployed at this angle or if deployment maneuvers had already commenced. The last two videos show two implanted clips with the third cds in view; the third clip is being deployed. This aligns with the reported incident details that two additional clips were implanted, totaling 3 clips implanted during the procedure.¿ based on the information reviewed, and without the clip to analyze, a cause for the reported clip opened while locked (cowl) cannot be determined. In this case, based on the cine review, a change in clip arm angle between pre and post deployment could not be confirmed; therefore, it is unclear whether the clip was fully closed prior to deployment. Additionally, as there were no issues reported during device preparation, it is possible that the procedural conditions and/or user technique (example: patient anatomy, tension on the clip or cds (clip delivery system), or unintended curves) resulted in increased/stored tension on the device and contributed to the reported clip opened while locked; however, this cannot be confirmed. Based on the information reviewed, a cause for the reported clip opened while locked cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. D9 - device available for eval updated from no to yes